Event description:
It was reported to covidien in 2008, that a customer had an issue with a blood collection device. The customer reports the needle came apart from holder while in patient's arm.

Manufacturer narrative:
Submit date: 11/20/2008. An investigation is currently underway. Upon completion, the results will be forwarded.